Event description:
Same case as munufacturer's report # 6000089-2005-00363. It was reported that during a ptca tretment procedure, both of the maverick2 monorail balloons ruptured after 5 seconds at 10 atms on the initial inflation. The patient was asymptomatic during this event. The lesion being treated was a 2.75 mm diameter, severly calcified, 95% stenotic lesion in a moderately tortuous mid left anterior descending coronary artery bapass graft vessel. The physician used a 7f cordis introducer sheath for femoral artery vascular access and a terumo runthru 0.014" guidewire and a 7f cordis guide catheter to cross the lesion. The maverick2 monorail 20/1.5 mm balloon was inserted across the lesion. It is noted that the physician experienced significant resistance with insertion of the balloon catheter. The maverick2 monorail 20/1.5 mm balloon ruptured after 5 seconds at 10 atms on the initial inflation. The maverick2 monorail 20/1.5 mm balloon was removed and replaced with a monorail 20/2.0 mm balloon which also ruptured after 5 seconds at 10 atms on the initial inflation. The procedure was terminated without further intervention. No patient injuries or complications occurred. Patient status is reported as `good'.